Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouch; and within a dispenser coil. The pipeline flex shield was returned outside the phenom 27 catheter. Damage location details: no bend found on the pipeline flex shield with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damages were found with the phenom 27 catheter hub. The catheter body was found to be kinked at ~7.5cm and ~40.6cm from proximal end. In addition, the catheter body was found to be separated/broken at ~2.5cm from distal tip. The phenom 27 catheter distal marker/tip was found to be flattened. No other anomalies were observed. Testing/analysis: the phenom 27 catheter total and usable lengths were measured to be within specification. The phenom 27 catheter was flushed, water exited from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex shield and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, and users pulls back on/torques wire while advancing ped in microcatheter. From the damages seen on the catheter body (accordioning), tip coil (stretching) and braid (fraying); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the release of the pipeline shield device, it did not open completely, neither the distal part nor the medial portion. Several maneuvers were attempted without success. It was decided to change the devices, replacing them with new phenom and pipeline shield devices. During its release, the device got stuck, making it impossible to flex the devices. Then it was replaced with new phenom and pipeline devices, the procedure continued successfully, and the patient is doing well. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. Additional information was received reporting that "impossible to flex the devices." Meant it was impossible to position the devices. The cause of the failure to open, resistance, and failure to position was not determined. The resistance occurred in the distal portion of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. Additional information received reported during delivery the device started opening normally, but then it froze and could not continue. During the device release process, it was only completely opened in its distal portion and closed in the medial and proximal portion. It was decided to remove the entire system and replace it.